Manufacturer narrative:
(B)(4). Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: j. Obstet. Gynaecol. Res. (2020);1-8. Doi:10.1111/jog.14426. Related events captured via 2210968-2021-07180.

Event description:
Title: uterine compression sutures with additional hemostatic procedures for the management of postpartum hemorrhage. The aim of the retrospective cohort study was to evaluate the efficacies and possible short-term complications in women receiving uterine compression sutures only and those with additional hemostatic procedures for the management of postpartum hemorrhage. Between january 1, 2009 to december 31, 2019, a total of 79 female patient (median age of 32 (range 29-35) years) who underwent uterine compression sutures (b-lynch sutures, hayman¿s sutures and cho¿s sutures) with or without additional hemostatic procedures (uterine artery ligation or embolization) for the management of primary postpartum hemorrhage (pph) were included in the study. When first-line treatment failed, the subsequent choice and sequence of second-line interventions were decided independently by the obstetricians onsite. In 29 patients and 31 patients, b-lynch suture and hayman¿s suture techniques was performed using no. 1 monocryl (ethicon). In 2 patients, a combined b-lynch with hayman¿s sutures was performed using no. 1 monocryl (ethicon), and in 2 patients cho's suture was performed using no. 1 vicryl (ethicon). 35 patients had additional hemostatic procedures (uterine artery ligation) performed for bleeding control using no. 1 vicryl (ethicon). In 15 patients, multiple vertical compression was performed. Reported complications included failure of uterine compression (n=?) Which required a hysterectomy; estimated blood loss of 2500 (n=?) Which required transfusion; estimated blood loss of 4100 (n=?) Which required transfusion and use of recombinant factor viia; disseminated intravascular coagulopathy (n=?); required ICU admissions and longer duration of hospital stay (n=?); puerperal pyrexia (n=?); wound infection (n=?); venous thromboembolism (n=?); paralytic ileus (n=?); re-admission within 90 days of discharge (n=?); secondary pph (n=?); postoperative endometritis (n=?); retained products of conception (n=?); hematometra (n=1) which required drainage of the uterine cavity under ultrasound guidance and antibiotic cover which yielded 200 ml of blood and the blood culture grew escherichia coli. There was no evidence of recollection afterwards. In conclusion, uterine compression sutures with additional hemostatic procedures are effective to control postpartum hemorrhage and prevent hysterectomy. The short-term complication rate is low. It is crucial to remain cautious and adhere to surgical techniques in order to minimize the chance of failure and complications. Long-term monitoring is needed to identify rare but potentially dangerous complications.